Event description:
It was reported that during the use of an ez glide aortic cannula that the product would not vent.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
Edwards received information that during the use of an ez glide the product wouldn't vent. The product was returned for evaluation. The clinical observation was confirmed. Visual inspection of the returned device found there was dried blood inside the vent cap that appeared to occlude the plug. No product non-conformance was identified. The root cause of the was the vent plug becoming wet (blood) prior to use. The instructions for use (IFU) note to keep the vent plug dry prior to use. The porous vent plug is designed to vent air when dry and may not function as intended if wet. Manufacturing records were reviewed and there were no related non-conformances found. No CAPA is applicable at this time. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored through the edwards quality system.